Event description:
It was reported that an asymptomatic patient presented to clinic. Upon interrogation the right ventricular lead exhibited loss of capture, r wave amplitude variation and high impedance. The lead was capped and replaced on (B)(6) 2017. The patient was recovering post procedure.